Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to verify any alarms or perform the off no power, displacement, basic occlusion, occlusion, prime or no delivery tests due to the blank display. The pump also had minor scratches on the display window, as well as a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed a ommunication error during rewind/prime. It was also reported that customer is experiencing high blood glucose levels. Customer's blood glucose reading was 136 mg/dl. Nothing further reported.